Event description:
It was reported to philips that the flexvision monitor live image was frozen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the end of the planned treatment, and the and the procedure was delayed, and it was completed by restarting the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the large monitor image froze during operation. After reviewing log file, the philips field service engineer (fse) confirmed most cause malfunction on flex vision pc, after troubleshooting fse found cause of the problem was probably a large screen computer. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis however the replacement of the flex vision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome.